Event description:
I am reporting on behalf of my wife, the patient. She is a long-term pacemaker-dependent patient with complete av block, first implanted in 2013 with medtronic leads. On (B)(6) 2021 she received a biotronik edora 8 dr-t dual-chamber pacemaker (serial no. (B)(6)), implanted by her treating cardiologist using the retained 2013 medtronic leads. She had been under continuous cardiology follow-up for over ten years with no reported instability prior to the event described below. On (B)(6) 2026 at approximately 12:01 am, at our home, my wife collapsed suddenly and without warning. She had no prodrome, no chest pain, and no antecedent illness. She became pulseless. Neighbors began CPR. Emergency responders arrived and documented that she was without effective cardiac function for approximately 31 minutes before defibrillation restored a rhythm. Law enforcement officers with body cameras were present; the 911 audio and body camera footage exist and have been preserved by request. She was transported to (B)(6) (mrn (B)(6)). At 01:21 am that same morning, while already under continuous hospital monitoring, she suffered a second cardiac arrest. Treating physicians contemporaneously documented "failure to capture" by the pacemaker in her medical record. In a pacemaker-dependent patient with complete av block, loss of capture and/or loss of sensing produces profound bradycardia and asystole, which is a recognized precursor to ventricular fibrillation. The clinical documentation is consistent with the device failing to deliver effective pacing at the time of the arrest. She was admitted to the intensive care unit, sedated and intubated, for nine days. She survived. She is now recovering at home with persistent cognitive and functional deficits consistent with post-intensive care syndrome and prolonged cerebral hypoperfusion. The device interrogation performed after the event reported zero recorded episodes. This is the central concern I am reporting. A pacemaker in a dependent patient cannot experience a witnessed, physician-documented failure to capture, followed by two cardiac arrests within ninety minutes, and record no episodes whatsoever. Either the device failed to sense and log the arrhythmias it existed to detect, or the stored diagnostic data was not preserved. A biotronik field representative, when questioned about the absent data, verbally acknowledged the possibility that device data had been deleted. That statement was made in the presence of, and witnessed by, my wife's implanting cardiologist and a physician family member who was present at the hospital. On (B)(6) 2026 the edora 8 dr-t generator was explanted and replaced with a biotronik rivacor 7 dr-t ICD (serial no. (B)(6)) together with a new biotronik pamira s 60 ventricular lead. The treating team's decision to upgrade to a defibrillator reflects the severity of the event. The explanted edora 8 dr-t generator (s/n (B)(6)) is in my physical possession. It has not been returned to the manufacturer, has not been altered, and has not been interrogated by biotronik. It is preserved intact and is available for independent FDA examination on request. I am also in possession of over 1,088 pages of (B)(6) medical records documenting the arrests, the resuscitation, the ICU course, and the device interrogation findings. In reviewing the FDA maude database I located a prior adverse event report (MDR (B)(4)) in which biotronik itself acknowledged an insufficient weld joint in the header connector of one of its pulse generators. I raise this only to note that a manufacturing defect affecting the electrical connection between generator and lead would be mechanistically consistent with the loss of capture documented in my wife's case. I am requesting that FDA examine this event. The device is available. The records are available. The clinicians who documented the failure to capture are available and willing to speak. My wife survived thirty-one minutes. The patient is pacemaker-dependent with complete av block, first paced in 2013. The biotronik edora 8 dr-t (s/n (B)(6)) was implanted (B)(6) 2021 on retained medtronic leads. She had over ten years of stable cardiology follow-up with no reported device instability prior to this event. On (B)(6) 2026 at approximately 12:01 am she collapsed at home without prodrome and became pulseless. Emergency responders documented approximately 31 minutes without effective cardiac function before defibrillation restored a rhythm. At 01:21 am the same morning, already under continuous hospital monitoring at (B)(6) health (mrn (B)(6)), she suffered a second cardiac arrest. Treating physicians contemporaneously documented "failure to capture" in the medical record. In a pacemaker-dependent patient with complete av block, loss of capture produces asystole and is a recognized precursor to ventricular fibrillation. She required nine days of ICU care, sedated and intubated. She survived with persistent cognitive and functional deficits consistent with post-intensive care syndrome. The central finding I am reporting: device interrogation after the event returned zero recorded episodes. A pacemaker in a dependent patient cannot undergo a physician-documented failure to capture followed by two cardiac arrests within ninety minutes and log nothing. Either the device failed to sense and record the arrhythmias it exists to detect, or stored diagnostic data was not preserved. A biotronik field representative, questioned about the missing data, verbally acknowledged the possibility that device data had been deleted. That statement was witnessed by the implanting cardiologist and by a physician family member present at the hospital. The explanted generator is in my physical possession, unaltered, never returned to or interrogated by the manufacturer, and available for independent FDA examination. Over 1,088 pages of medical records are available on request. Pacemaker-dependent since first implant (device replacement performed (B)(6) 2021). Documented 100% ventricular pacing on device interrogation dated (B)(6) 2025 ((B)(6) hospital, (B)(6), colombia; dr. (B)(6), electrophysiology), which also reported the device as normally functioning, battery ok with estimated longevity of 6 years 6 months, and arrhythmia counters showing no pathological tachyarrhythmias. No prior history of ventricular fibrillation, cardiomyopathy, or ischemic heart disease. Status post out-of-hospital and in-hospital cardiac arrest on (B)(6) 2026; post-intensive care syndrome. Patient had prior cardiac device implanted in colombia; first pacemaker implanted for complete av block. Fully independent and asymptomatic in the months preceding (B)(6) 2026, with no reported syncope, presyncope, or device-related symptoms.